Event description:
It was reported that in oct 2011, the patient consulted for terrible back. On (B)(6) 2011 the patient underwent low back surgery consisting of a lateral interbody disectomy at t12-l1, l1-l2, l-2-l-3, l3-l4, and l4-l5, and placement of direct lateral interbody cage t12-l1, l1-l2, l-2-l-3, l3-l4, and l4-l5. Rhbmp-2 was implanted in this procedure. Following the surgery, patient remained in the hospital for 15 days and developed pneumonia. She also experienced decreased flexibility in her back and was experiencing the same, if not worse pain than she experienced before undergoing her surgery. Despite patient's pulmonologist¿s recommendation, on or about january 11, 2012, the patient underwent second low back surgery again using rhbmp-2/acs. The patient experienced more back pain, decreased flexibility, further spinal degeneration, had difficulty showering, and had limited ability to leave her home for errands and family activities.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.